Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a triplicate of report with mfg report number: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4). Aware date: 2021-07-13.